Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The beckman coulter (bec) field service engineer (fse) noted bubbles in the dispense probe lines and in the top of the chamber for the wash pump. The fse noted dried crystal build up around the wash and precision valve motors. The fse removed the entire pump manifold and attempted to remove the valve motors but was unable to due to the allen screws broke off in the manifold while trying to remove them. The fse noted both valve motors had dried wash buffer on the home sensors. The fse replaced the entire pump-valve manifold and wash pump and replaced the wash pump valve stator due to wear on ceramic surface. The fse verified repairs by performing a passing system check, high sensitivity system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction. Air wash entering the wash pump leading to inefficient washing in the reaction vessels. All mdrs associated with this report: mdr2122870-2015-00740; mdr2122870-2015-00752.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for three (3) patients on the access 2 immunoassay system (serial number (B)(4)). The customer repeat tested the samples on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results for patients one (1) and two (2) were reported outside the laboratory. A physician questioned the results. The customer issued a corrected report. Patient number (1) was admitted to the hospital. There was no report of patient injury associated with this event for patient number two (2). The initial elevated access accutni+3 result for patient three (3) was not reported outside the laboratory. There was no report of patient injury associated with this event for patient number three (3). Mdr2122870-2015-00740 addresses the results obtained for patient number two (2) and three (2). Mdr2122870-2015-00752 addresses the results and hospitalization for patient number one (1). A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The customer declined to provide access accutni+3 quality control (qc) or access accutni+3 calibration data. The customer noted wash valve/pump motion errors prior to the reported event. Samples are collected in lithium heparin plasma tubes. Samples are centrifuged for five (5) minutes. Centrifugation speed was not provided. The customer did not note sample integrity issues.